Event description:
The customer reported that the patient had a severe infection with bone loss causing extreme pain at the implant site #10 area. The implant was removed. Symptoms as a result of the event: pain, inflammation and abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last/given name unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Upon follow yp, the item number and lot number were updated.

Manufacturer narrative:
This report is being submitted to relay corrected data/information for the initial MFR report 0002023141-2022-02651. Correction: the item number and lot number has been changed to tsvb16, lot number:1216442. The following sections are being reported: was updated. G4: additional PMA/510(k) number-k011028/k013227.